Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure in the highly calcified and mildly tortuous pedidial vessel, the hi-torque command es guide wire was being used and became separated and detached. The separated fragment was successfully retrieved from the anatomy with a goose neck snare device without any adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. Event date and implant date - estimated date.